Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event could not be confirmed through the evaluation of the returned system monitor and a root cause could not conclusively be determined through this evaluation. The returned system monitor was tested for several days and the issue could not be duplicated. The monitor was connected to a test power module running a heartmate ii mock loop and the unit worked as intended. A full functional checkout was performed and the unit passed all tests. Additionally, no customer cable was sent with the unit to be tested. The monitor was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). The heartmate ii left ventricular assist system (lvas) patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not showing decimal points on pump parameters. The system monitor was removed from the patient care area.